Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number (0009613350-2016-00490-2). All the information captured herein including g4(date received by manufacturer) except b4. Update: d10, g4, g7, h2, h3, h6, h10. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis. The hip prosthesis was revised after 7 years and 3 months in vivo due to a fracture of the revitan stem at the connection pin. The fracture occurred due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal part. The fracture origin is located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture and may have contributed to the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. This is in agreement with the surgical report of revision describing that the proximal part was completely unstable and could be removed by hand while the distal part was firmly fixed and could be extracted only after several removal attempts. According to the received information the patient suffered a fall on (B)(6) 2015. The first x-rays at hand are from (B)(6) 2015, approximately 6 months after the fall. They show that the proximal part of the stem is tipped medially and there is a gap between the proximal part and the bone. However, without a complete x-ray follow-up it remains unknown how the bony situation, e.g. The proximal bone support, changed over time in vivo and if the fall had an influence on the prosthesis or the bone support of the prosthesis. The proximal part of the revitan stem shows signs of loosening in the form of polishing as well as a worn area around the posterior proximal bore hole. The wear can be attributed to the contact with the proximal metallic cerclage. As the prosthesis was revised at least 3 months after the fracture it remains unknown if the loosening and the wear occurred before or after the fracture. Based on the above described findings, it can be concluded that the fracture was not triggered by a single factor, e.g. Material failure. There were rather several factors, e.g. Changes of the bone situation leading to suboptimal proximal bone support, the surface changes on the connection pin and the patient¿s fall that may have contributed to the fracture. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem and whether there were other influencing factors not mentioned above. Conclusion summary. It can be concluded that the fracture was not triggered by a single factor, e.g. Material failure. There were rather several factors, e.g. Changes of the bone situation leading to suboptimal proximal bone support, the surface changes on the connection pin and the patient¿s fall that may have contributed to the fracture. However, it is unknown to which extent each of the factors influenced the sequence of events finally resulting in the fracture of the stem and whether there were other influencing factors not mentioned above. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4) .

Event description:
Patient underwent revision due to pain and implant breakage.

Event description:
It has now been reported that the patient was implanted a revitan dist. Straight 18/140 on (B)(6) 2008. A breakage of the revitan stem was diagnosed on (B)(6) 2015. A revision surgery was performed on (B)(6) 2016 due to loosening of the revitan proximal part, pain and breakage.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number. All the information captured including g4 (date received by manufacturer) except b4. Additional information was received on march 29, 2016. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Fitmore hüft schaft a, grösse 2; ref# 01.00551.102 ) are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a revitan dist. Straight 18/140 on an unknown date. The patient underwent a revision surgery on (B)(6) 2016 due to the breakage of the device on (B)(6) 2016. It was also reported, that the surgery was delayed for 2 hours. No more information was provided.